Manufacturer narrative:
Siemens is investigating. The instructions for use (IFU) states the following in the intended use section: "this assay is indicated for the serial measurement of ca 19-9 to aid in the management of patients diagnosed with cancers of the exocrine pancreas. The test is useful as an aid in monitoring of disease status in those patients having confirmed pancreatic cancer who have levels of serum ca 19-9 at some point in their disease process exceeding the median concentration determined for the apparently healthy cohort. Ca 19-9 values must be interpreted in conjunction with all other clinical and laboratory data before a medical decision is determined.." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instructions for use (IFU) states the following in the limitations section: "this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results."

Event description:
A discordant high result (>700 u/ml) was obtained for one sample using the advia centaur xp ca19-9 assay. When the sample was diluted and repeat-tested using the same assay and instrument, the result was again elevated. When re-tested using a roche cobas e601 system, the sample produced a negative result, which was accepted by the physician. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant high advia centaur xp ca 19-9 result.

Manufacturer narrative:
Initial MDR 1219913-2020-00517 was filed on 10-nov-2020 to report a falsely-elevated advia centaur xp ca19-9 result. Additional information, 18-nov-2020: siemens has concluded the investigation. The customer had a sample that produced a positive result >700 u/ml (2689.61 u/ml after 1:10 dilution) with advia centaur xp ca 19-9 kit lot 467 but produced a negative result when tested by an alternate method. Customer quality control results were within normal ranges. There is no indication of a cancer diagnosis with this patient;testing was part of a physical examination. The customer was unable to provide information regarding medications or supplements the patient may have been taking, and the patient sample cannot be sent to siemens for testing. The expected values section of the advia centaur xp/xpt ca 19-9 instructions for use (IFU) indicates that 3.7% of samples from normal patients recovered >37 iu/ml, so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the advia centaur xp/xpt ca 19-9 IFU states the following: "this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease." "...elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." A review of internal data indicates that advia centaur xp ca 19-9 kit lot 467 is performing as intended. The cause of the discrepant results seen by the customer when using advia centaur xp ca 19-9 kit lot 467 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The customer is operational. In section h6, the investigation finding and investigation conclusion codes were updated.